Event description:
The event is reported as: the customer alleges that the temperature control dial is bent and the unit will not produce heat. The unit was changed out. No patient harm or injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product aquatherm iii, electronic heater, serial #(B)(4) was manufactured on (B)(4) 2011. The DHR investigation fid not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions can not be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time the device sample is not available, thus it is not possible to determine the source of the defect reported. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.